Manufacturer narrative:
Device evaluation: neither the intraocular lens (iol), the delivery system or the foreign material were returned at the manufacturing site; therefore product testing could not be performed. Two videos of the surgical procedure were provided and were evaluated. A hair/thread was observed on the lens after insertion in the patient's eye. The hair/thread was then removed from the surface of the lens by the surgeon. The customer's reported complaint was verified, however it was not possible to identify what the thread was or the source of it. The reported issue could not be confirmed to be related to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing the lenses are 100% cleaned and inspected at 10x microscope magnification. The nut, the plunger and the pushrod are also 100% inspected for defects and particulates. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a foreign substance was noticed on a pcb00v 20.0 diopter intraocular lens (iol) after being inserted into the patient's operative eye. Therefore, it was removed and replaced. Reportedly, there was no patient injury. No additional information was provided.